Manufacturer narrative:
The patient's status was unknown for several days prior to death, and autopsy was not performed, so a definitive cause of death cannot be ascertained. It is unknown if the patient was wearing the jewel p-wcd at the time of death. P-wcd role in patient death is pending additional medical information and pending return of the device to the manufacturer.

Event description:
The patient's emergency contact reported to element science customer service that the patient passed away at home on (B)(6) 2026. Element science obtained the following information from the prescriber: pcp reported natural cause of death due to probably fatal cardiac arrhythmia secondary to non-ischemic cardiomyopathy.